Event description:
The customer reported that the ventilator stopped oscillating when running the performance check. He said that he did the circuit calibration and then the performance check. He said that the unit ran for about 5 mins when it seemed as if the unit depressurized and then the driver stopped, alarmed correctly. All the led's seemed to light up for the greater than 50cm, low map alarm and (B)(4) of set max paw alarm. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and performed some of the pneumatics calibrations and the unit seems to be running ok now. Since the issue is intermittent the customer replaced the alarm board. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Manufacturer narrative:
Investigation results: the 3100a alarm board was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be a defective ic (integrated chip) comparator. At this time, carefusion will track and trend this reported issue and internally investigate the situation.